Event description:
Customer look a blood glucose test at 10:30am and received a result of 374mg/dl. The customer took 15 extra units of insulin. The customer stated they passed out about an hour later. They were found by spouse who woke pt up. They ate sugar and drank juice. Their blood glucose was tested and the result was 140mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.